Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a clogged air/water tube during reprocessing. Subsequently, the intended procedure was completed with a similar device with no delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the nozzle was clogged; the nozzle was not deformed; there were yellow impurities in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During investigation it was noted, the nozzle was clogged with yellow dirt. The exact root cause of the failure could not be identified. However, based on the results of the investigation, it is likely, body fluids/adhesive matter from chemicals used, were adhered and stuck in air/water (a/w) nozzle due to improper reprocessing after previous procedure. This issue is addressed in the instructions for use (IFU): ¿ preclean device immediately after procedure. Otherwise, organic tissue from patients possibly adheres and cannot be removed by reprocessing. Remove clogging by feeding water into a/w channel during precleaning. Clean external surface of device with clean gauze/sponge, taking care not to remain foreign material in nozzle opening. Method of feeding detergent in a/w channel. Method of rinsing detergent out of a/w channel. Soak device in detergent before manual cleaning if device were heavily dirty or if the device could not be cleaned immediately after each procedure.¿ olympus will continue to monitor the field performance of this device. Initial reporter address: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporting service branch center in china.

Event description:
Olympus was further informed that the intended procedure being performed was a diagnostic colonoscopy. Pre-cleaning of the endoscope was being performed immediately after a procedure. Al reprocessing personnel have been trained on proper reprocessing of the endoscope. The endoscope is being stored in a storage cabinet after reprocessing.